Event description:
It was reported that during a da vinci si prostatectomy procedure arcing was observed coming from the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint engineering found a hole approximately 0.028 inches in diameter with a burn mark on the edge of the hole's wall. The orientation of the hole confirmed energy leakage likely occurred.